Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; plate and screws remain implanted in patient.

Event description:
As reported: "screw went through the lip of the plate hole, instead of engaging. When trying to remove the screw for replacement, the screw was stuck under the plate and could only be removed when all the other screws and the whole plate was removed. Not the first time this occurred since switch to variax2 said the surgeon." Additionally reported: "plate and screws are still in patient".